Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with sensation of muscle twitching over pacemaker site and ipsilateral arm. An occasional brief moment of feeling faint over preceding 2-3 weeks was observed. Upon review of session record, pectoral muscle stimulation was confirmed and low lead impedance on the rv lead was also noted. Further examination revealed undersensed noise episodes on the unipolar egm. Programming changes were made. The patient was stable.